Event description:
Pt alleges receiving implants on 8/19/83. Pt alleges consulting her physician in the "early days" because of hardening and then again in june, 1996 because of rupture and pain. Pt also alleges having removal and replacement on 7/30/96 with devices of another MFR. Physician's note states pt was concerned implants were ruptured and although no medical problems attributed to silicone and implants, pt's anxiety and concern were significant and are indications for surgery.